Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain/ right sided pelvic pain"), pelvic inflammatory disease ("active pelvic inflammatory disease"), genital haemorrhage ("abnormal bleeding") and autoimmune disorder ("autoimmune disorders") in a (B)(6) year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included back pain, nickel sensitivity, migraine, headache, polycystic ovaries, obesity and depression. Concomitant products included cetirizine, cyclobenzaprine, diphenhydramine hydrochloride, naproxen sodium (aleve pm), ferrous sulfate, ibuprofen, magnesium, meloxicam, paracetamol (tylenol), rizatriptan, salbutamol sulfate (proair hfa), triamcinolone acetonide and venlafaxine. In (B)(6) 2015, the patient had essure inserted. In 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), nausea ("nausea,"), mood swings ("mood swings"), insomnia ("insomnia"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), migraine ("migraines"), dysmenorrhoea ("dysmenorrhea (cramping)"), allergy to metals ("nickel allergy"), fatigue ("fatigue"), dyspareunia ("dyspareunia (painful sexual intercourse)"), weight increased ("weight gain"), flatulence ("increased flatulence"), vision blurred ("blurred vision"), gastrointestinal motility disorder ("alternating constipation and diarrhea"), vulvovaginal mycotic infection ("yeast infections") with vaginal discharge, abdominal pain lower ("lower stomach pain"), arthralgia ("joint pain"), back pain ("back pain") and procedural pain ("the right side was painful to be placed"). On an unknown date, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required), autoimmune disorder (seriousness criterion medically significant), depression ("depression"), anxiety ("anxiety"), alopecia ("hair loss"), headache ("headaches"), hypersensitivity ("allergic reactions") and incontinence ("incontinence"). The patient was treated with medroxyprogesterone (depo provera), etonogestrel (implanon) and surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, pelvic inflammatory disease, autoimmune disorder, depression, anxiety, headache, hypersensitivity, incontinence, nausea, mood swings, insomnia, female sexual dysfunction, migraine, dysmenorrhoea, allergy to metals, fatigue, weight increased, vision blurred, vulvovaginal mycotic infection, arthralgia, back pain and procedural pain outcome was unknown and the genital haemorrhage, alopecia, vaginal haemorrhage, menorrhagia, dyspareunia, flatulence, gastrointestinal motility disorder and abdominal pain lower had resolved. The reporter considered abdominal pain lower, allergy to metals, alopecia, anxiety, arthralgia, autoimmune disorder, back pain, depression, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, flatulence, gastrointestinal motility disorder, genital haemorrhage, headache, hypersensitivity, incontinence, insomnia, menorrhagia, migraine, mood swings, nausea, pelvic inflammatory disease, pelvic pain, procedural pain, vaginal haemorrhage, vision blurred, vulvovaginal mycotic infection and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in 2015: total bilateral occlusion. Xr abdomen: impression: no evidence of ileus or small bowel obstruction. Cta chest with contrast: no evidence of any pulmonary embolism down to the segmental levels. Mild bilateral atelectasis. Concerning injuries reported in this case the following one/ones were described in patient medical records : pelvic inflammatory disease. Most recent follow-up information incorporated above includes: on 20-jun-2018: plaintiff fact sheet and medical records received: reporters details added. Events added: pelvic inflammatory disease , mood swings, insomnia, abnormal bleeding (vaginal, menorrhagia), apareunia (inability to have sexual intercourse), migraines / headaches, nausea, nickel allergy, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), pain, vaginal discharge, blurred vision, fatigue, weight gain, alternating constipation and diarrhea, increased flatulence, yeast infections, hair loss, the right side was painful to be placed. Historical, concomitant condition and relevant lab data were added. Concomitant, historical drugs and treatment drugs were added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain/ right sided pelvic pain"), pelvic inflammatory disease ("active pelvic inflammatory disease"), genital haemorrhage ("abnormal bleeding") and autoimmune disorder ("autoimmune disorders") in a 23-year-old female patient who had essure (batch no. C51074) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included anemia, asthma, eczema, wisdom teeth removal and multiparous. Concurrent conditions included back pain, nickel sensitivity, migraine, headache, polycystic ovaries, obesity, depression, burning micturition, lower abdominal pain and spotting vaginal. Concomitant products included cetirizine, cyclobenzaprine, diphenhydramine hydrochloride, naproxen sodium (aleve pm), ferrous sulfate, ibuprofen, magnesium, meloxicam, paracetamol (tylenol), rizatriptan, salbutamol sulfate (proair hfa), triamcinolone acetonide and venlafaxine. In 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), nausea ("nausea,"), mood swings ("mood swings"), insomnia ("insomnia"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), migraine ("migraines"), dysmenorrhoea ("dysmenorrhea (cramping)"), allergy to metals ("nickel allergy"), fatigue ("fatigue"), dyspareunia ("dyspareunia (painful sexual intercourse)"), weight increased ("weight gain"), flatulence ("increased flatulence"), vision blurred ("blurred vision"), gastrointestinal motility disorder ("alternating constipation and diarrhea"), vulvovaginal mycotic infection ("yeast infections") with vaginal discharge, abdominal pain lower ("lower stomach pain"), arthralgia ("joint pain"), back pain ("back pain") and procedural pain ("the right side was painful to be placed"). On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required), autoimmune disorder (seriousness criterion medically significant), depression ("depression"), anxiety ("anxiety"), alopecia ("hair loss"), headache ("headaches"), hypersensitivity ("allergic reactions") and incontinence ("incontinence"). The patient was treated with medroxyprogesterone (depo provera), etonogestrel (implanon), surgery (bilateral salpingectomy) . Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, pelvic inflammatory disease, autoimmune disorder, depression, anxiety, headache, hypersensitivity, incontinence, nausea, mood swings, insomnia, female sexual dysfunction, migraine, dysmenorrhoea, allergy to metals, fatigue, weight increased, vision blurred, vulvovaginal mycotic infection, arthralgia, back pain and procedural pain outcome was unknown and the genital haemorrhage, alopecia, vaginal haemorrhage, menorrhagia, dyspareunia, flatulence, gastrointestinal motility disorder and abdominal pain lower had resolved. The reporter considered abdominal pain lower, allergy to metals, alopecia, anxiety, arthralgia, autoimmune disorder, back pain, depression, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, flatulence, gastrointestinal motility disorder, genital haemorrhage, headache, hypersensitivity, incontinence, insomnia, menorrhagia, migraine, mood swings, nausea, pelvic inflammatory disease, pelvic pain, procedural pain, vaginal haemorrhage, vision blurred, vulvovaginal mycotic infection and weight increased to be related to essure. The reporter commented: essure coils, right side with 1 trailing coil, left side with 2 trailing coils. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: total bilateral occlusion . Xr abdomen: impression: no evidence of ileus or small bowel obstruction. Cta chest with contrast: no evidence of any pulmonary embolism down to the segmental levels. Mild bilateral atelectasis. Concerning injuries reported in this case the following one/ones were described in patient medical records : pelvic inflammatory disease . Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 15-oct-2018: quality safety evaluation of ptc. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain/ right sided pelvic pain"), pelvic inflammatory disease ("active pelvic inflammatory disease"), genital haemorrhage ("abnormal bleeding") and autoimmune disorder ("autoimmune disorders") in a (B)(6) female patient who had essure (batch no. C51074) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included anemia, asthma, eczema, wisdom teeth removal and multiparous. Concurrent conditions included back pain, nickel sensitivity, migraine, headache, polycystic ovaries, obesity, depression, burning micturition, lower abdominal pain and spotting vaginal. Concomitant products included cetirizine, cyclobenzaprine, diphenhydramine hydrochloride, naproxen sodium (aleve pm), ferrous sulfate, ibuprofen, magnesium, meloxicam, paracetamol (tylenol), rizatriptan, salbutamol sulfate (proair hfa), triamcinolone acetonide and venlafaxine. In 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), nausea ("nausea,"), mood swings ("mood swings"), insomnia ("insomnia"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), migraine ("migraines"), dysmenorrhoea ("dysmenorrhea (cramping)"), allergy to metals ("nickel allergy"), fatigue ("fatigue"), dyspareunia ("dyspareunia (painful sexual intercourse)"), weight increased ("weight gain"), flatulence ("increased flatulence"), vision blurred ("blurred vision"), gastrointestinal motility disorder ("alternating constipation and diarrhea"), vulvovaginal mycotic infection ("yeast infections") with vaginal discharge, abdominal pain lower ("lower stomach pain"), arthralgia ("joint pain"), back pain ("back pain") and procedural pain ("the right side was painful to be placed"). On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required), autoimmune disorder (seriousness criterion medically significant), depression ("depression"), anxiety ("anxiety"), alopecia ("hair loss"), headache ("headaches"), hypersensitivity ("allergic reactions") and incontinence ("incontinence"). The patient was treated with medroxyprogesterone (depo provera), etonogestrel (implanon), surgery (bilateral salpingectomy).essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, pelvic inflammatory disease, autoimmune disorder, depression, anxiety, headache, hypersensitivity, incontinence, nausea, mood swings, insomnia, female sexual dysfunction, migraine, dysmenorrhoea, allergy to metals, fatigue, weight increased, vision blurred, vulvovaginal mycotic infection, arthralgia, back pain and procedural pain outcome was unknown and the genital haemorrhage, alopecia, vaginal haemorrhage, menorrhagia, dyspareunia, flatulence, gastrointestinal motility disorder and abdominal pain lower had resolved. The reporter considered abdominal pain lower, allergy to metals, alopecia, anxiety, arthralgia, autoimmune disorder, back pain, depression, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, flatulence, gastrointestinal motility disorder, genital haemorrhage, headache, hypersensitivity, incontinence, insomnia, menorrhagia, migraine, mood swings, nausea, pelvic inflammatory disease, pelvic pain, procedural pain, vaginal haemorrhage, vision blurred, vulvovaginal mycotic infection and weight increased to be related to essure. The reporter commented: essure coils, right side with 1 trailing coil, left side with 2 trailing coils. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: total bilateral occlusion xr abdomen: impression: no evidence of ileus or small bowel obstruction cta chest with contrast: no evidence of any pulmonary embolism down to the segmental levels. Mild bilateral atelectasis. Concerning injuries reported in this case the following one/ones were described in patient medical records : pelvic inflammatory disease. Most recent follow-up information incorporated above includes: on 5-oct-2018: plaintiff fact sheet- lot number were added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), genital haemorrhage ("abnormal bleeding") and autoimmune disorder ("autoimmune disorders") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), autoimmune disorder (seriousness criterion medically significant), depression ("depression"), anxiety ("anxiety"), alopecia ("hair loss"), headache ("headaches"), hypersensitivity ("allergic reactions") and incontinence ("incontinence"). The patient was treated with surgery (surgery to remove the essure implant). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, autoimmune disorder, depression, anxiety, alopecia, headache, hypersensitivity and incontinence outcome was unknown. The reporter considered alopecia, anxiety, autoimmune disorder, depression, genital haemorrhage, headache, hypersensitivity, incontinence and pelvic pain to be related to essure. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.